Event description:
It was reported that the left ventricular (lv) lead dislodged during the prophylactic extraction of another lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking.